Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
Customer reported via phone call that battery cap was cracked and crack continued to get bigger with every battery change. Customer reported that it was difficult to remove battery cap with a screw driver. Customer also reported of not being successful with continuous glucose monitoring system. Customer reports of not calling to report a hospitalization due to falling an breaking her foot due to low blood glucose. Customer states that this was an event which occurred in april. Battery cap would be replaced.